Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: grip was shaved, switch box had a scratch, right/ left knob had discoloration, air/ water cylinder had no color, suction cylinder had no color, switch 1 had a cut, due to a cut on heat shrinking tube of forceps elevator lever, expected insulation capacity could not be obtained, suction connector was shaved, scope cover unit had a scratch, label on suction connector was damaged, due to damage on channel tube, water tightness was lost, due to burn on probe cover, insulation resistance value at distal end did not meet the standard value, due to damage on nozzle, water removal ability did not meet the standard value, due to wear of angle wire, the play of upward/downward knob was out of the standard value, due to deformation of bending tube, return angle from bending of the bending section did not meet the standard value, image guide protector was damaged, objective lens was shaved, light guide lens had a crack, connecting tube was deformed, connecting tube had discoloration, connecting tube had a scratch, and universal cord had a wrinkle. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the tie-rods were broken while using the evis exera ii gastrointestinal videoscope. The device was returned for evaluation. During the device evaluation, it was found that the air/water tube had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on results of the investigation, the observed foreign material in the air/water cylinder and air/water channel could not be identified and a definitive root cause of the issues could not be determined, however, due to observed damage to the forceps channel and leak, proper reprocessing may not have been possible. The issues may be detected/prevented by following the instructions for use sections below: evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection. Evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.